Event description:
Underdelivery reported. The pump is in home use to deliver morphine 1mg/ml at 8mg/hr continous, with a 10mg pca dose available every 10 minutes. The infusion was started on 11/13/96. Over the next week, the pt reported continued discomfort so the infusion rate was gradually increased to a final rate of 18mg/hr. It was then noted by the home care nurse that the volume amount remaining in the container was more than expected. The pt had received only approx 1/3 of the expected delivery amount. The pump was switched out and the same settings were programmed (continuous rate of 18mg/hr.) Later in the day the pt became sedated with normal respirations and vital signs. The infusion rate was decreased and the pt had adequate pain control with no adverse effects.

Manufacturer narrative:
A review of the pump's history log revealed change cartridge and change battery alarms. The pump powered up normally. An infusion test was programmed for 1mg/ml, 25mg/h for a total of 250mg was within specification. The reported problem could not be duplicated.